Event description:
It was reported that a pump had a watchdog error. There was no patient injury reported.

Manufacturer narrative:
Other, other text: device evaluation: the device was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device and initial reporter are unknown.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found the tamper seal broken, however no other appearance of damage was observed. There was evidence of the reported problem (error) recorded in event history log. The reported problem was duplicated during the investigation. An inoperable speaker appear to have been the source of the problem because replacing the inoperable speaker cleared up the problem. As a preventive measure, the interconnect board was also replaced. The root cause of reported problem was unknown. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: correction: d4: model number: 3500

Manufacturer narrative:
Other, other text: b5: additional information received on (B)(6)-2022 via email and attached to complaint object: no patient use, error found during preventative maintenance., corrected data: h4: correction: device manufacturing date: 12-nov-2015